Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Uom was selectable and was received at mmol/ls. Errors 015, 0300 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the unit of measure setting of their unlocked freestyle flash meter changed. There was no report of death. Serious injury or mistreatment associated with this event.